Manufacturer narrative:
(B)(4). D6: 2006. Suggested component code: mechanical (g04) ¿ femur 4756. D4: attempts have been made to gather all product identification information and no further information has been provided. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is suffering from bone loss and loosening of the femoral component approximately 10 years post implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.